Event description:
It was reported that the pt underwent a procedure at c5-c7 using anterior fixation plate and screws. A removal surgery was performed approx 7 months post op due to infection. When the surgeon was revealing the x-ray before the removal surgery, he noticed that a screw came off and made an esophageal perforation. The screw reportedly also migrated.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event. The suspect devices in use are lot # w06j0736 and w06k1705. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 876-014, was cleared in the united states.